Event description:
During recertification processing of da vinci surgical system, the patient side manipulator (psm) arm failed the brake inspection test. There was patient involvement. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.

Manufacturer narrative:
A patient side manipulator (psm) arm 2 was returned to intuitive surgical inc., (isi) for failure analysis investigation. Engineering found that the psm failed the in-house brake drop test for axis-2 and single sweep test for axis-1. The axis 1 and 2 brake was replaced to correct the problem. The psm passed the basic friction, check sensors, switches and sine-cycle test. This complaint is being reported due to the patient side manipulator arm failing the brake weight drop test and single sweep test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.